Event description:
It was reported that the optical sensor on impella 5.5 was going in and out. Eventually, over the course of an hour, the aortic signal went completely out and never returned displaying placement signal, not reliable. While checking the catheter for kinks or damage there was no issues noted. Nurse and patient also confirmed external catheter was not damaged. Instructed the nurse to follow motor occurrence and flows to manage pump from here on out.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.